Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection and erosion. Additionally, during the removal of the system, the patient experienced a pericardial effusion. The patient was taken to the operating room, and it was noticed the right ventricle had been perforated. The current status of the patient is unknown.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.